Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The hold module was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The host module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "blue screen displayed" (no display or display failure). The nurse reported that a blue screen displayed when attempting to set up. Three cases were cancelled. The patients were prepped. The patients did recover and went home. The cases were rescheduled. No patient injury was reported.